Event description:
Caller reported a cgm error 42 occurring three or more times on the pump, despite not having reset the pump for the error within the last 24 hours. There was no adverse impact to the customer's blood glucose level. Customer was informed by cts that they would receive a replacement pump with updated software and instructions were provided for returning the problematic pump, including placing it in storage mode and using ups for the return. Customer acknowledged receipt of the instructions and opted for delivery with a signature required.